Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site on (B)(4) 2013. The fse found a leak at the pads of the blood sampling valve (bsv). The fse ordered a new bsv, and on (B)(4) 2013 replaced the bsv and the leak was fixed. The repairs were verified per established procedures. Fluids associated with this event were: diluent, blood and clenz. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the event was the blood sampling valve (bsv). (B)(4).

Event description:
A customer contacted beckman coulter (bec) and reported a leak at the probe of the coulter hmx hematology analyzer with autoloader. The volume of the leak was a few drops and was not contained within the instrument. The material safety data sheet (msds) was reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a lab coat at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. There was no death, injury or change to patient treatment.